Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure. According to the complainant, the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. The exact date of the procedure was not reported. The procedure was completed successfully with this device and the patient was recovering nicely. There were no reported device malfunctions during the case. On the day following the procedure, the patient called the physician's office and reported experiencing shortness of breath. Within the next day, the patient was admitted to the hospital, intubated and remained in the hospital on a ventilator for approximately six days until the respiratory symptoms resolved. Within the next couple of days, the patient developed renal failure and subsequently passed. The physician assessed that the patient's death was caused by the renal failure. The patient was reported to be obese with other comorbidities, and had a strong history of medical comorbidity. The physician does not associate the cause of death with the bronchial thermoplasty procedure. Multiple attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.